Event description:
The catheter broke off inside the patient. Add'l info has been requested several times although not provided by the reporter.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.